Manufacturer narrative:
Siemens representative explained customer the proper way of running a test on the dca. Customer stated that the reason for operators running the tests incorrectly could be because they were not trained properly. Customer has been trained by mdc associates and asked to run precision studies. Customer confirmed that the users and the doctors were satisfied with the results of the precision testing. Customer indicated that they benefited from training given by mdc associates. The instrument is performing as intended.

Event description:
Customer reported discordant hemoglobin (hba1c) results between instrument and a reference lab. There was no report of injury due to this event.